Manufacturer narrative:
There is no indication the troponin I (accutni+3) reagent was returned for evaluation.in conclusion, although sample integrity may have contributed to the reported event, a definitive cause of the non-reproducible access accutni+3 result cannot be determined with the available information. There is no evidence to reasonably suggest a system malfunction.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, serial number (sn) (B)(4) for one (1) patient sample. The patient was redrawn and that sample was analyzed using alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system analyzer, serial number (B)(4), and a result within the assay's normal reference range was obtained. Both samples from the patient were reanalyzed on both analyzers and equivalent results within the normal assay's reference range were obtained. The customer stated initial elevated access accutni+3 results were reported from the laboratory and the patient was sent to the critical care unit. Access accutni+3 quality control (qc), access accutni+3 calibrations and system check were within their respective established ranges prior to and after the event. Samples were drawn and collected in serum gel tubes. Samples were centrifuged at 3000 revolutions per minute (rpm) for ren (10) minutes at room temperature. The customer did not note any sample integrity issues during initial analysis. The customer noted visible fibrin clots in the sample upon retrieval for reanalysis purposes.